Event description:
The customer stated the architect analyzer generated falsely elevated magnesium results on one patient. The patient ((B)(6)) sample was run on (B)(6) 2013 and the results provided were: initial = 6.180 / repeat = 1.692mg/dl (normal range is 1.6 - 2.6mg/dl). The qc results for magnesium from (B)(6) 2013 were: level 1 = 1.052 (range 0.92-1.32) and level 3 = 4.078 (range 3.85-4.45). There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
Suspect medical device 1.; 2.; 4. Catalog; serial #; lot # and 11.have been corrected from: 1. Clin chem magnesium to architect c4000 2. Magnesium, product code: jgj to analyser, clinical chemistry, product code jje 4. Catalog # 07d70-21 to 02p24-40 lot # removed serial # added (B)(4). From architect c4000 analyzer; list # 02p24-40; serial # (B)(4) to clinical chemistry magnesium; list 07d70-21: lot # 51459un13 the customer observed falsely elevated magnesium and discrepant triglyceride results on the architect c4000 instrument, serial number (B)(4). Review of complaint text has error code 1052 (unable to calculate result, endpoint absorbance reads are unstable) generated while testing a patient sample for triglyceride. Abbott field service performed instrument troubleshooting and replaced several parts. Replacement of these parts resolved the magnesium and triglyceride issues. Product labeling was reviewed and found that the architect system operations manual and the magnesium and triglyceride reagent package inserts contain adequate information to address the described issue. Review of the instrument service ticket history for serial number (B)(4), did not identify any other issues that were a contributing factor in the current complaint. A single definitive cause for the falsely elevated magnesium results and triglyceride issue was not established. There was insufficient information available to reasonably suggest a malfunction occurred, and no systemic deficiency of the parts was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.